Event description:
While performing test to apl valve in bag mode apl valve set to 30cmh20 and with 5ltrs 02 flowing the valve did not release until the pressure reached 40cmh20. The pressure held at 40cmh20 without returning back to 30cmh20.